Manufacturer narrative:
It was indicated this device would not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device longevity was not as long as expected after elective replacement indicator (eri). As a result, the device was explanted and replaced. No additional adverse patient effects were reported.